Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using retrograde approach. The 90% stenosed target lesion was located in a shunt in a severely tortuous and non-calcified vein. After a non-bsc guide wire crossed the lesion, a 5.0mmx40mmx80cm sterling balloon catheter was advanced for pre-dilatation. The balloon was initially inflated at 12 atmospheres and on the 2nd to 4th inflation, at 14 atmospheres; however, during the 4th inflation at 60 seconds, the balloon ruptured. Somehow, the dilatation was sufficient and the procedure was completed. No patient complications were reported and the patient's status was stable.